Event description:
It was reported that a patient presented in hospital post unrelated reason. Upon interrogation, multiple ventricular tachycardia and ventricular flutter episodes were revealed. One of the episode caused the patient to experience inappropriate atp showing possible lead noise. The right ventricular lead exhibited noise on the real time electrogram. No other electrical anomalies were found. The patient will be monitored.